Event description:
It was reported that the patient experienced pain at the ipg site following weight loss. Surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.